Event description:
Consultant cardiothoracic surgeon was doing a redo bypass operation of the femoral/atrial venous cannula by seldinger technique, after dilating when a 14 french the cannula split and damaged the artery. Additional information received on (B)(6), 2010: the consultant then proceeded to use an 18 french but noticed a split before insertion into the artery. It is believed that the surgeon was quite aggressive with the dilator. The consultant sutured the artery - there has been no further adverse effect on the patient.

Manufacturer narrative:
(B)(4) vessel and device damage is not labeled. No product was provided to assist in this investigation. Each vessel dilator is inspected to confirm the distal tip is rounded, smooth, and free of excessive nicks and debris. Without benefit of inspecting returned product, it is difficult to determine with certainty why the physician experienced difficulty. Several scenarios are possible: cold formed tip in manufacturing; damage during shipment; accidental contact of tip with another device during procedure; or scar tissue at entry site requiring atypical insertion force. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.